Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and the numbers were ramping up. The customer did not recall any significant events leading up to the alarm and the insulin pump was reportedly not exposed to moisture. The customer's blood glucose level was 215 mg/dl. She was advised to revert to a back-up treatment plan. Nothing further was reported.